Manufacturer narrative:
Initial reporter¿s phone number: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that there was component damage of the bearings on the attachment device. It was noted in the service order that there was a cracked bearing of the input shaft, a worn bearing tip, the warning triangle on the thimble was missing and the screw was loose. It was further determined during the pre-repair diagnostics assessment that the device failed for vibration and temperature. It was further determined that the warning symbol was missing. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and found that the bearing of the input shaft was cracked, bearing tip was worn, warning triangle on thimble missing and the screw was loose. The test temperature assessment had failed. Therefore, the reported condition was confirmed. The assignable root cause was due to improper maintenance. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.